Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and released in compliance with applicable standards. Ventricular lead dislodgement was discovered three days post implantation and the lead was successfully repositioned on (B)(6) 2026, resolving the reported event. Lead dislodgement likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2026, three days post implantation, the ventricular lead appeared dislodged. A re-intervention was performed on (B)(6) 2026, and the vega r52 (s/n: (B)(6) was repositioned.